Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent plif at l4-l5 for lcs on (B)(6) 2015. During the surgery, a surgeon wrongly inserted caudal screw assembly into the right side after he inserted a rostral screw assembly into the left side, so he removed the caudal screw assembly right away. It was also reported that he mistakenly inserted a screw with a multi-level extender so had to remove the screw. Also, after the surgeon inserted rod trocar with a rod inserter assembly, he pulled off the rod inserter with the latch opened so the trocar came off the inserter and remained inside the patient. He had to change his procedure to open procedure to remove it. No fragment of thedevice remained in the patient. The event extended the surgical time for more than an hour. Patient complications were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.